Event description:
It was reported that the accunet filter detached from the guidewire in the right carotid artery during a stent procedure. The doctor successfully placed an acculink stent in the pt, but when the doctor attempted to retrieve the accunet with the retrieval catheter, he noticed upon removing the wire that the accunet was no longer attached. The doctor then used a buddywire going pt and crushed the filter to the side of the arterial wall with a vision stent. It was also reported that the pt remains in the hosp.